Event description:
Procedure: urological/gynecological. According to the reporter: the patient was implanted with a transvaginal synthetic system for treatment of pelvic organ prolapse and stress urinary incontinence. Patient experienced mesh erosion, hardening, pain and worsening urination. She underwent additional surgery and will continue to require healthcare and services.

Manufacturer narrative:
(B)(4).